Event description:
It was reported the pt had been experiencing a gradual loss of therapeutic effect (tremor control) on the left side and a change in gait. There was no known event related to the onset of the symptoms. The pt was seen in the clinic. Impedance readings were normal on the left side. The right side gave readings of >2000 omhs (0/case = 2000; 1/case = >2000; 2/case = >2000; 3/case = >2000; 1/2 = 1686; 1/3 = >2000). The pt was programmed at 2 volts, 120 pulse width, rate 185 and case 0. Reprogramming was attempted with one and two electrodes, but the symptoms worsened. An x-ray was being considered. Additional info has been requested, but was not available on the date of this report.